Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet with a compatible cgm, including a documented nadir of 47 mg/dl and additional cgm and glucometer readings in the 40¿60 mg/dl range following a meal announcement and subsequent carbohydrate treatment; caregivers expressed confusion about pump use and intermittently disconnected from the system, after which education on hypoglycemia treatment and the importance of continuous wear was provided. Symptoms included low blood glucose with associated risk of neuroglycopenic effects. Outcomes included self-management at home without medical intervention, with blood glucose returning to target after oral carbohydrate administration. Investigation included customer interview, review of reported glucose data, and user education. Investigation of this case revealed user management challenges, including initial under-treatment of hypoglycemia and intermittent device disconnection, while the system was reported to suspend insulin delivery for lows and deliver small doses per algorithm. It was concluded that the event involved hypoglycemia with unclear cause, with contributory factors likely related to user technique and learning period on the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.